Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing on stomach tissue on a laparoscopic sleeve gastrectomy, the stapler deployed staples but the knife blade then began to drag the tissue. The tissue bunched in the reload and staples were fired inconsistently, and an incomplete staple line centrally was observed. This resulted to unanticipated tissue loss and tissue damaged. The nursing staff then opened another reload and attached it to the same device system, the device fired medially to the poorly formed staple line to complete the case. The event led to extended patient hospitalization for approximately 12 hours as an extra blue dye test was done on the ward to ensure there were no leaks in the staple line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a device. A visual inspection of the returned photo noted that malformed staples cane seen in the staple line. No device can be seen in the returned photograph. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing on stomach tissue on a laparoscopic sleeve gastrectomy, the stapler deployed staples but the knife blade then began to drag the tissue. The tissue bunched in the reload and staples were fired inconsistently, and an incomplete staple line centrally was observed. This resulted to unanticipated tissue loss and tissue damaged. The nursing staff then opened another reload and attached it to the same device system, the device fired medially to the poorly formed staple line to complete the case. It was also reported that the event led to extended patient hospitalization for approximately 12 hours as an extra blue dye test was done on the ward to ensure there were no leaks in the staple line. The device was returned without any accompanying information.